Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, deformation, crystalline in the gel, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no were observed openings on the device.